Event description:
The suspect device result was 3.6 inr. The user had a lab test performed two hours later with a result of 2.3 inr. Controls were in range. No treatment alleged. The device was replaced and requested to be returned for evaluation.